Event description:
Patient experienced left hemothorax.

Manufacturer narrative:
It is not demonstrated that the device performance is associated with the outcome, hemothorax. The patient was recovered upon the medical intervention.